Event description:
It was reported that a malfunction, indicated by a malfunction code malf 1, occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to put the pump into storage mode and return it to tandem, and a replacement pump was sent by technical support. Additionally, the customer will use manual daily injections as a backup therapy to ensure uninterrupted insulin delivery.